Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Returned device analysis confirmed a shaft was separation. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during an interventional procedure in a mildly calcified, unspecified coronary artery, prior to post dilatation, as the physician was connecting the nc trek 2.5 x 12 mm device in the inflation device, the nc trek broke (not in two pieces) in the welded are of the medium third part. No part of the device was in the patient anatomy at the time. Another balloon was used to complete the procedure. There was no clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.